Manufacturer narrative:
Correction to h6 based on device evaluation. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, valve alignment difficulty events have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to valve alignment performed in a non-straight section of anatomy, residual fluid left in the balloon after de-airing, and/or excessive device manipulation. The reported event for valve alignment difficulty was confirmed based on information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Available information suggests that procedural factors (valve alignment in non-straight section). If valve alignment was performed in a tortuous vasculature (non-straight section), this could have caused the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and 'dive' into the flex tip. If the thv was unseated from the flex tip during alignment, it could have resulted in higher-than-normal alignment forces creating high tension in the system, which could have consequentially led to the reported valve alignment difficulties. The reported event for balloon leak has been confirmed based on the information available to date. Available information suggests that procedural factors (high valve alignment forces, crimped valve interacts with balloon) likely contributed to the event. High forces on the system during valve alignment may result in interaction between the crimped valve and delivery system balloon, potentially damaging it prior to thv deployment. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist (fcs), during a transapical tavr procedure with a 29mm sapien 3 ultra resilia valve, the tip of the certitude delivery system appeared to get caught near the mitral leaflet/corde during the insertion through the certitude sheath. After numerous attempts to advance the device, the operator decided to pull out the certitude delivery system and certitude sheath and wanted to use a 29mm commander delivery system and an esheath. The new devices were inserted, and some bleeding issues were noted at the apical access site. After inserting the valve into the apex, it was noted during alignment that the balloon was bunching up and 'rebounding' the valve. When trying to do alignment, there was a very sharp bend as they were approaching the annulus, and a lot of resistance was met. When performing alignment, and pushing the valve on to the balloon, the operator felt the balloon bunching up, and had resistance getting the valve between markers. It was suggested to check balloon for a rupture and pulled negative pressure and got blood in the atrion, so at the point the delivery system was attempted to be removed. However, the balloon looked like it got caught up in the valve. This was most likely due to an unfavorable alignment angle. The operator wanted to give it one more try, so the operator requested the team remove the first valve that was crimped on the first certitude device used, and re-prep it on a new commander delivery system. The operator performed alignment inside the sheath, this time in a straight segment, and was successful. The valve was deployed in the intended area, and it was well seated with no paravalvular leak. Upon removal of the devices, there was bleeding around the purse string sutures, and the surgeon needed to expand the initial incision to achieve hemostasis by adding additional sutures. The team felt that the numerous exchanges from the apical approach may have contributed to the bleeding at the access site. The team also believes that the lad was somewhat near the incision, and when urgently adding sutures to gain hemostasis, the additional sutures may have caught the distal end of the lad. It was decided to treat the ischemia as a result of the lad occlusion medically. This was not directly related to an edwards device. The patient is doing well.

Manufacturer narrative:
Investigation is still ongoing.